Manufacturer narrative:
The complaint of particulate matter on item 011-ch3142 could not be confirmed by investigation since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history for lot#8688075 was reviewed and no non conformities were found that would have led the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a 43 cm (17") appx 6.9 ml, trifuse add-on set w/3 clamps (blue, 2 red), dry spike adapter. The reporter stated that after the nurses prepare their lines by attaching the spike to saline, then attaching the IV line, plastic is noted in the IV line chamber when priming with saline. The sets were not reprocessed or re-sterilized prior to use. There was no patient involvement, no delay in therapy, and no one was harmed as a result of the reported event. This is the first of three reports.